Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found an external abrasion breaching the optim sheath only due to friction to the device can. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
This report is to advise of an event observed during analysis.